Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that while the rep was doing a training where they were discussing motor stalls during MRI, she was informed of a patient that has a chromebook that causes their pump to go through motor stalls and recovery. The rep was not with the patient. The rep has no further information about this event. Technical services advised the rep to call back when they have more information or file and mpxr report. No symptoms/patient complications were reported.